Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A signal loss occurred, which prevented alarms from sounding and as a result, the customer (a child) experienced hypoglycemia. Customer was treated with grape sugar and lemonade by the mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection on the returned reader was performed and no issues were observed. The reader was connected to a computer using a usb cable. Approved software was used to check the event log and code 231 was observed (indicating an internal reader self test). The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and observed signal loss alarms due to low/not present ble rssi value. A reader self test was performed and the self test passed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on extended investigation.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A signal loss occurred, which prevented alarms from sounding and as a result, the customer (a child) experienced hypoglycemia. Customer was treated with grape sugar and lemonade by the mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A signal loss occurred, which prevented alarms from sounding and as a result, the customer (a child) experienced hypoglycemia. Customer was treated with grape sugar and lemonade by the mother and no further treatment was reported. There was no report of death or permanent injury associated with this event.